Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the cubie and drawer controller on auxiliary drawer 6 and 7 and replaced the left and right rails and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer had broken and came off the rail. The customer stated that there was a delay in in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.